Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged of particles in tubing or chamber and black particles in reservoir and also alleged of difficulty in breathing or shortness of breath. There was no report of permanent or serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on june 24, 2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleged of particles in tubing or chamber and black particles in reservoir and also alleged of difficulty in breathing or shortness of breath. Related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The device was evaluated by the manufacturer and using a known good power supply and power cord, they was able to confirm the device powered on and provided airflow. The manufacturer inspected the device externally, found unknown dust/dirt contamination present on all surfaces of the base unit. The device did not return with an sd card or filter. There was an unknown dust contaminate present at the air inlet where the filter would be and at the iso port entrance. The manufacturer inspected the device internally, found unknown debris in the tracks of the ui panel, mineral deposits present on the motor casing and blower box housing suggesting unknown liquid ingress. There was an unknown white dust contamination found on the bottom enclosure, blower box housing, blower motor, blower impeller, and rear panel o-ring. They also found unknown dust/dirt contamination and fibers found on the blower casing/ impeller and blower box was inconsistent with degraded sound abatement foam contamination. The presence of contamination throughout the airpath suggests a source external to the device, mineral spots consistent with water ingress were found within blower box, motor casing, bottom enclosure, and blower box housing. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found one error code. The manufacturer concludes that they were unable to address the symptoms specified and they confirm the presence of contamination in the air path. There was no evidence of sound abatement foam degradation. Sections d8, d9, h2, h3, h6 has been updated in this report.